Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a heparin infusion of 25,000 units intended to run at 1600 units per hour, or 16 ml per hour was initiated at 9:56 pm on (B)(6) 2016. The rate was increased to 16.5 ml per hour at 10:32 on (B)(6) 2016. At 5:50 pm the nurse noted the pump was not running and an unspecified amount of the heparin was left to infuse. The pump was started again in order to complete the intended dosage and there was no patient harm. The customer intended to have a log review to confirm the programming for a suspected delay option but is unable to locate the devices at this time.